Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow up, two episodes of vt were observed. After a shock the physician noticed some noise in the ventricular channel. Noise was not reproducible. The physician decided to schedule another follow-up. The lead remains implanted.